Manufacturer narrative:
Block b3: exact date unknown, event occurred years ago.

Event description:
It was reported that the patients ipg was no longer holding a charge. The patient underwent replacement procedure and was doing well postoperatively. The explanted ipg was not returned.